Manufacturer narrative:
This MDR related to the (B)(4). Manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 100 to 110 mg/dl. The customer stated that at night, the sensor read false low alerts, causing the threshold suspend feature to stop insulin delivery. She stated that she had barely had the sensor for the last 6 days. She noted that, when the infusion set came out of the skin, she was not sure what the blood glucose reading was, but estimated it to be close to 400 mg/dl. She treated for the high blood glucose with the insulin pump upon changing the infusion set. She declined troubleshooting. Nothing further reported.